Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR.report#1627487-2018-07786, reference MFR.report#1627487-2018-07897. It was reported that the scs system was not providing adequate relief. As a result, surgical intervention was undertaken to have the scs system explanted. Abbott representative was not present at the time of explant.